Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's blood glucose (bg) level was high mg/dl. A correction injection via mdi was delivered to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.